Event description:
It was reported that approximately two weeks post implant the patient went to the emergency room due to thrombophlebitis in the left hand with fever and swelling. The patient was treated with antibiotics and the event was considered resolved. The event was classified as procedure related. The device remains in use. The patient was enrolled in the minimize right ventricular pacing to prevent atrial fibrillation and heart failure ((B)(4)) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).